Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they think one of the leads broke because they had severe pain at the tip of their penis and when they urinate it hurts even more than some other parts of the body and it started over the weekend. Patient also stated their foot was swollen 3 times the size. The patient was redirected to their healthcare provider (hcp) to further address the issue. They'll see them this afternoon.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va37het. Implanted: (B)(6) 2026. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.